Manufacturer narrative:
This event occurred with a similar device in a foreign market and was not initially determined to be reportable in the us. After review and determination that the event met the criteria for us reportability this report is being submitted without undue delay.

Event description:
The customer stated that the mask has damaged their skin. They consider this abnormal because they have used led masks before and have not had this reaction further, they still are experiencing skin damage 4 days later. Their skin is hot, feels tight when they speak, is sore and stings if they put any cream on while their chin is turning purple.